Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00894 and 2134265-2016-01062. It was reported that automatic pullback failure occurred. A motor drive unit (mdu) was used in conjunction with an atlantis pro imaging catheter and a sled to view the lesion. It was noted that pullback never works, so manual pullback was done all the time. Automatic pullback was tried few times recently and got errors. The mdu pullback spinning wheel is damaged preventing automatic pullback to work. No patient complications were reported.